Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to implant a cardiomems sensor. The steelcore guide wire was advanced into the patient followed by the cardiomems delivery catheter over the wire. Prior to deployment of the sensor, an attempt was made to retract the guidewire into the delivery system however it was noted the wire would not retract. After manipulation, the wire was able to be completely removed and a new steelcore wire was advanced. The same issue then occurred with the second wire, with resistance encountered when attempting to retract the wire back into the delivery system. At that point, the physician¿s became concerned there may be an issue with the delivery system itself; therefore the decision was made to remove the entire system, including the wire that remained stuck within the delivery system. Increased resistance was encountered at the sheath site during removal. After additional manipulation, the delivery system was successfully removed through the sheath with the guidewire still stuck at the distal tip. The sensor appeared compromised, so a new delivery system was open and utilized. No issues were encountered with the second delivery system or new guide wire. The second sensor was successfully deployed without additional complications. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.